Event description:
It was reported that there was a leak between the connection of the patient line of an amia automated pd cycler set and the transfer set. The patient was connected at the time of the event. This was observed during initial drain of peritoneal dialysis (pd) therapy. The patient retightened the connection and the connection continued to leaked. Renal therapy services assisted the patient in ending the therapy session and advised to start over therapy with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. During the leak testing the patient connector of the device was connected to an in-lab female connector and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.